Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was sleeping when the insulin pump alarmed threshold suspend. Customer's blood glucose level was over 400 mg/dl but her sensor glucose reading was 67 mg/dl. She did not exhibit low blood glucose symptoms. The customer treated her high blood glucose level with the insulin pump. The device was not returned.